Event description:
According to the op report, this valve was explanted due to pv leak and insufficiency. At follow-up, the patient was found to have a "new murmur" and echo revealed an area of pv leak along the right cusp and evidence of aneurysmal dilatation in the ascending aorta, particularly in the area of the coronary sinuses. Intraoperative tee confirmed "severe" ai and pv leak extending underneath the mitral valve. Ventricular function was "very poor" ef was 15-20% and the ascending aorta was approximately 4.5 cm across at the sinuses & 3.5 cm above the sinotubular junction. At explant, the valve was dehisced from the ventricular wall along the right cusp for 3-4 mm. A bentall procedure was performed utilizing sjm 29cavg-404. The patient's hemodynamics were "marginal" as the patient was being weaned from bypass & intra-aortic balloon pump was placed. The patient experienced "severe" coagulopathy with a "fair amount" of bleeding "diffusely" & long the proximal aortic suture line. Repair sutures were placed along the annulus & chest tubes inserted. The patient was brought to the ICU critical condition.